Manufacturer narrative:
No additional information has been made available to the firm regarding nature of the infection or any other underlying medical issues that may have contributed to development of infection. Infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with a nalu spinal cord stimulator trial system on (B)(6) 2024. When the patient arrived to the medical clinic on (B)(6) 2024 to remove the trial system as planned, the patient reported complaints of pain at the lead entry site. Patient also reported vomiting and dizziness the previous night. Visual verification found discharge at the insertion site. Trial system leads were removed as planned, the physician cleaned and dressed the insertion site and referred the patient to a local emergency department for evaluation of the site. Upon evaluation, the patient was admitted to the acute facility for treatment of infection at the insertion site.